Event description:
The following information was provided: as per pss implant request: complete pelvic discontinuity broken hardware massive acetabular bone loss. Right side. Revise socket maybe stem.